Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one partially formed clip was fed due to the antibackup feature was non-functional and then, it locked out as intended but the orange indicator was overtraveled. The indicator wheel failure is not related to the reported event. The jaws closed and opened as intended during testing. The antibackup failure is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the trigger did not return to home position when the device was fired on the capillary. After that, the same event occurred again when the same device was fired out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).